Manufacturer narrative:
Patient identifier, sex, and weight are not available for reporting. (B)(4). Date of implant is unknown device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a proximal femoral nail antirotation (pfna) on unknown date. It was determined on unknown date that the pfna broke. Patient was returned to surgery on (B)(6) 2017 for a revision surgery. The distal portion of the pfna and the locking bolt could not be removed and remain embedded in patient¿s bone. Revision surgery caused by the broken nail is addressed in com-(B)(6). This complaint addresses the embedded distal portion of the nail and the locking bolt. This report is for one (1) pfna this is report 1 of 2 for com-(B)(6).

Manufacturer narrative:
A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed. The broken nail was sent back for evaluation. The relevant dimensions at the fracture zone of the nail were as far as possible checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso (B)(4) for (B)(4). The fracture face is homogenous, which indicates material conformity. No manufacturing related fault could be detected. The lot in question was manufactured with a lot size of 12 pieces in april 24, 2013 and we are not aware of any other complaint for this article- and lot number. The pfna nail is broken on the distal hole. The broken distal part is not available for further evaluation. One crack on one site of the citrus hole is visible. Traces of repeated use were also visible at proximal site of the nail. The cross section of the broken surface shows no irregularities. Unfortunately, as no detailed clinical information is available, we are not able to determine the cause which has led to these circumstances. We can only assume that the pfna - nail (area of distal hole) could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. Complaint is disposed as confirmed due to evidence that nail is broken (area of distal hole), but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 272.375s, lot# 8391620. Manufacturing location: (B)(4), manufacturing date: april 24, 2013, expiry date: apr 01, 2023. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Hospital contact telephone: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.